Manufacturer narrative:
The reservoir tube lip was partially broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call physical damage to the insulin pump. The reservoir compartment lip broke off and it is unable to lock into place. The customer's blood glucose is unknown. The insulin pump will be returned for analysis.